Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k061118.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving an unspecified error message. The (B)(6) medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date, the patient obtained an error message on the reported meter; she was unable to state which error message occurred. The patient was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. Thirty minutes afterwards, the patient experienced the symptoms of dry mouth and frequent urination. The patient administered self-treatment by taking an additional twelve units humalog insulin. The patient did not seek any medical attention. The issue was resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose level due to the meter issue, and received treatment with insulin. Therefore this complaint is being reported.